Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook instrument for failure analysis investigation. The instrument was analyzed and found to have a bent cautery hook/spatula at the distal end. The hook was bent and not straight like it is manufactured. The complaint was confirmed by failure analysis. Additional observation related to the customers complaint: the instrument was found to have a dislodged cautery hook at the distal end. The hook is not fully intact at the molded insulator and as a result failed both electric continuity and energy delivery test. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the instrument for suturing. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause the hook/spatula to bend or break.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the 8mm permanent cautery hook instrument emitted smoke when activated. The procedure was completed with no reports of patient injury.